Event description:
Description of event according to initial reporter: thoracic endovascular aortic repair (tevar) for the distal aortic arch (within the intended use). Preoperative planned configuration: overlapping deployment of zta-p-34-113-w1, lot# e4783809 followed by zta-p-36-113-w1, lot# e4672374 (B)(4), FDA ref# (B)(4). The first device, zta-p-34-113-w1, was delivered without difficulty. However, advancement of the second device, zta-p-36-113-w1, was difficult, and the delivery system could not reach even the previously implanted zta-p-34-113-w1 (from the distal edge of the aortic arch aneurysm to approximately the level of the aortic valve). The delivery system became stuck during advancement (B)(4), ref# (B)(4). As the user with extensive experience noted an unusual feeling with the device during delivery, a backup device, zta-p-36-161-w1 (lot#: e4793506), was used, and the delivery system successfully passed and delivery to the aortic arch was achieved. Device implantation was completed with the configuration of zta-p-34-113-w1 followed by zta-p-36-161-w1; however, a mild proximal type I endoleak was observed (this complaint, (B)(4). Zta-de-38-91-w, lot# e4792987 was deployed with its proximal marker aligned with the proximal marker of the zta-p-36-161-w1, overlapping toward the proximal end of the graft. Subsequent angiography confirmed resolution of the endoleak. Additional information received 23mar2026: please describe the location of the advancement difficulty. (E.g. Access vessel, a previously implanted stent graft or artificial vessel). Advancement difficulty occurred in the descending to thoracoabdominal aorta, as the device could not reach the distal end of the initially implanted zta-p-34-113-w1. How was patient anatomy in the area of the advancement difficulties? (E.g. Vessel calcification, tortuous anatomy, thrombus, previous vessel surgery). Mild vessel tortuosity (at the level where the delivery system of the same diameter, zta-p-34-113-w1, was able to pass). Is it correct understood that a zta-p-34-113-w1 was implanted distal and then a zta-p-36-161-w1 was implanted proximal? Yes, that is correct. Patient outcome: a proximal type I endoleak occurred during the procedure and was resolved by additional device placement. The patient recovered, and no patient health hazards have been reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.